Event description:
(B)(4). Initial and add'l info received from a physician 04/21/2009: a (B)(6) female was treated with poly-l-lactic acid [sculptra] (lot # and exp date not provided) for cosmetic purposes. The physician stated that the patient thinks she received three treatments but his records indicate there were only 2 treatments. On (B)(6) 2008, the physician used 6.5 cc's of poly-l-lactic acid to the pt's both cheeks below the malar including nasolabial, as well as the marionettes lines (a small amount). On an unspecified date in (B)(6) 2008, the patient was treated with 1.5 to 1.8 cc's of poly-l-lactic acid into her left cheek. The physician reports all injections were done subcutaneously with tunnel withdrawal technique. The physician stated the patient had no problems at the time of the injections. Later, on an unspecified date the patient developed bumps all over her face, they are not small and very discomforting. She is experiencing discomfort and the lumps are the size of a nickel. The physician mentions the patient also had fractional laser treatment concomitantly with the poly-l-lactic acid however, she has not had add'l fillers since. Concomitant medication listed as botulinum toxin type a [botox] in other areas of the face. Concomitant medical condition was listed as multiple sclerosis. No further relevant info reported.

Manufacturer narrative:
Add'l implant date: (B)(6) 2008. Add'l info for poly-l-lactic acid injectable (sculptra) (lot number/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.